Event description:
A (B)(6) old male patient underwent aaa repair on (B)(6) 2010. The physician was finishing deploying the zenith flex aaa endovascular graft bifurcated main body, at the point of withdrawal of the distal trigger wire, he experienced great difficulty. He had to use a great amount of force to withdraw the wire. It was noticed that there was a great amount of glue that caused this. The patient did not experience any adverse effects due to this issue.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.